Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset instructions and walked the caller through the process. After the reset, the error did not appear again, allowing the customer to successfully start their sensor session.